Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detect of the implantable pulse generator (ipg) had not been turned off due to a low lead impedance issue noted at implant. The ipg remains in use. No patient complications have been reported as a result of this event.